Event description:
Customer reported that the system is displaying temperature sensor errors. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system.